Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during that during surgical intervention (1627487-2019-12305) the extension had impedance issues during intra-operative testing. The extension was explanted and replaced to address the issue.